Event description:
It was reported that the system with this right ventricular (rv) lead and pacemaker displayed an alert for right atrial automatic threshold (raat) test detected as greater than programmed amplitude or suspended due to fusion beats. Last successful raat test showed a threshold of 0.7 volts. Additionally, some atrial and ventricular events were recorded showing oversensed noise on both the ventricular and atrial channel with inhibition of ventricular pacing. Longest period for pacing inhibition was 7.5 seconds with possible slow underlying rhythm. This lead currently remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.